Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that sometime in october, patient's device moved and it felt like a big marble. Patient had a revision where the pouch was made bigger and they repositioned where the device was located. Patient stated it had been a week since the revision and they were still leaking. It was noted patient felt uncomfortable stimulation/tapping after implant, before the revision. Patient was told not to change their settings except to adjust it a little bit if it felt painful. Patient connected to their implant and successfully turned stimulation back on and increased to 4.5 on program 2. No further complications were reported.